Event description:
Event description boston scientific received information that this unused cardiac resynchronization therapy defibrillator (crt-d) was returned for analysis. There were no specific allegations made against device functionality.